Event description:
The hill-rom technician found that the power cord on this bed was damaged and had exposed wiring. He reported that this bed was found out of service and there were no reported injuries. He replaced the power cord to repair the bed.